Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.